Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.5, 2.0. Pt's therapeutic range: 2.0-3.0 inr. Pt has been testing on the inratio1 meter for about 2 years, until (B)(6) 2011, at which point kaiser sent her a new inratio2 meter. Tests were done with 2 different strip lots. Pt was unable to provide lot numbers for tests done before using new strip lot.

Manufacturer narrative:
Investigation pending.